Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse tested the erbe generator with test instruments and no problems were found. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was being fired even after the surgeon removed their foot from the activation pedal. The customer restarted the integrated electrosurgical unit erbe and the issue was resolved, but the customer also noted an error present. The technical service engineer confirmed a related error m-b1 in the system logs. The customer restarted the erbe again and the error was cleared. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer did not specify any arcing issues during the case, only that the monopolar energy fired longer than intended.